Event description:
The customer reported that following a diagnostic catheterization on december 13, 1999 a vasoseal vhd kit size 7 was deployed after repeated sticks in the femoral nerve and then finally sticking the artery above the inquinal ligament at a 45 degree angle lateral to medial. Following deployment, the patient's blood pressure dropped although the heart rate remained normal. Although it was assumed that hemostasis was achieved, a retroperitoneal bleed occurred. Surgery was performed and the arteriotomy was closed. No further complications were reported.